Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle disengagement was difficult the following information was provided by the initial reporter: at 15:57 on (B)(6), 2023, the nurse in the ward was using this equipment to give patient an intravenous puncture and infusion, and because the connection between the core of the needle and the intravenous tube of this equipment is very tight, it requires a greater force to retreat the needle, which led to the operator's force not being grasped well, and the core of the needle was touching the wall of the tube and bouncing at the moment of withdrawing it, which led to the patient's blood stained on the needle being splashed into the operator's right eye! The nurse rinsed the right eye with running water and then saline after the puncture was completed. According to the response of the nurses in this department, there have been many similar cases in which the patient's blood splashed on the back of the operator's hand, clothes or even face when withdrawing the needle. The reasons for this are: firstly, the connection between the needle core and the intravenous tubing is too tight, and it requires a greater force to withdraw the needle, which results in an unstable force; secondly, there is a lack of a safety device for withdrawing the needle, such as shown in the attached file, which is a self-returning protective cover for the indwelling needle that was previously used in this hospital and was tightly attached to the core and returned together with the needle core. The device is tightly attached to the needle core and retracts with the needle core, which can avoid blood splashing out when retracting the needle.

Manufacturer narrative:
1. DHR/bhr review(lot#3171623): 1)this batch of products were assembled at intima ii auto line 2 in july 2023, and packaged at r240 package line in july 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this lot is taken for needle removal force test, and the test result is within the product specifications, please refer to the attachment (B)(4) for test report. 4. The IFU of the product indicates that before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion, please refer to the attachment (B)(4) for the operational views. 5. Intima ii product is a conventional closed IV catheter syster without a safety protection device for needle withdrawal. Bd closed needle protection catheter system has the safety protection device. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect of the complained sample cannot be identified and the usage is unknown, the root cause of the needle withdrawal difficulty cannot be determined. In addition, bd closed needle protection catheter system is recommended, which has a safety protection device for needle withdrawal. H3 other text : see narrative.

Event description:
Contaminated area was washed. No additional information received.